Event description:
It was reported to philips that the azurion device would not turn on. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Upon functional testing the fse determine that the issue lies with the faulty auxiliary uninterruptible power supply (ups). As a part of repair activity fse replaced ups 1phase data integrity controller sp. After that system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.